Event description:
A customer reported a malfunction on their pump, identified as malfunction 12, with no notable events occurring before the issue. It is unclear if the pump malfunction affected the customer's blood glucose levels, as the customer declined to provide this information. The customer experienced at least three occurrences of the same malfunction with this pump, which is no longer under warranty. In response, technical support decided to replace the pump and the customer opted for manual daily injections as a backup therapy. They also wished to reset the pump despite being informed that the malfunction might reoccur. The customer expressed interest in obtaining an out-of-warranty loaner pump, and all necessary follow-ups have been conducted to resolve the issue.